Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# hg6zvll06 implanted: (B)(6) 2023: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for unknown indications for use. It was reported that there was a planned catheter revision for (B)(6) 2024. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown. Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that a catheter revision was performed by the hcp today. The tip segment was revised and replaced with an 8782. The old tip segment remained in the patient and could not be returned. The cause of the revision was inadequate cerebrospinal fluid (csf) flow in the catheter. No troubleshooting/diagnostics or environmental factors were disclosed to the rep. The revision had corrected the issue. The hcp also had not further information to provide.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the hcp removed the retained 8780 catheter for concern of possible cerebrospinal fluid (csf) leak. The explanted catheter segment was retained by the account and no revision was made to the functioning catheter/pump system. It was reported that only the previously retained catheter segment was removed.

Event description:
Additional information received reported the patient was scheduled for a catheter port access procedure and possible dye study to be done on (B)(6) 2024. No further information was given in regards to this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that they were informed today patient would not be having any diagnostic study performed (B)(6) 2024. No additional information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.